Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition, a complaint history review as completed. There were no complaints identified related to the reportable event. The instructions for use (IFU) were reviewed. Hyphema and bcva loss are identified in the device labeling as a known inherent risk of ocular surgery. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, quality product deficiency was not identified. There are numerous factors that could contribute to the reported event including but not limited to; patient history, medication use, user issues, and operational context. The omitted information was requested but was not provided. MFR reference # (B)(4).

Event description:
The surgeon initially reported that implantation attempt of a trabecular micro-bypass stent was unsuccessful due to compromised/obscured visualization of the structures and anatomy. There was patient contact but no patient injury. A backup stent was not implanted. Clinical follow up was requested and on (B)(6) 2018, the surgeon reported the following details. The patient presented post-op with recurring persistent unresolving hyphema with decreased visual acuity. An anterior chamber washout was completed and the visual acuity was reported to be improving at 1 week post-op.